Event description:
Pt called back and again stated they haven't used stimulation in a long time. Pt says they are in a lot of pain and need an MRI. It was reviewed that pt would have to see hcp to see if ins can be jumpstarted as its most likely overdischarged. They said a rep told them in 2017 that their ins cannot be restarted and has to be removed. Pt advised having MRI facility call mdt and they said they already did. Also reviewed we had emailed hcp listings for pt to follow up with but pt said none of them take their insurance. I suggested calling an hcp that pt knows takes their insurance, and ask if that facility has a medtronic trained hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states he hasn't used his device for 1.5 years and didn't keep charged. Pt states he couldn't keep the unit charged. Pt states the battery is dead. Pt states when he tried to charge it wouldn't charge. Pt states they wanted to replace before he left however he was moving so they didn't replace at the time. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt states he needs an MRI and has had one before 5 months ago however his ins has been in active for 1.5 years. No symptoms/patient complications reported. It was reported no steps were taken to resolve issue. No further actions/interventions to be taken.